Event description:
Ventilator, maquet servo-I oxygen sensor failure. Manufacturer admits to knowing of a bad batch - lot number, 01-09 -0109 - of o2 -oxygen- cell problems, and offers free exchange. O2 cell failed while on a patient requiring the ventilator be taken out of service. Dates of use: 2009. Diagnosis: respiratory distress. Event reappeared after reintroduction: no.